Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot number 216626173, was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was broken 1.68 inches from the distal electrocardiogram (ECG) connector. The tip and loop section were intact with no issue. In conclusion, the reported shaft kink was not confirmed through visual inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, a kink was found on the mapping catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.